Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced a hyperglycemia with ketoacidosis and was hospitalized. At night, the customer had high blood glucose values, delivered a bolus of 6 iu at 04:26 am, and went to sleep. At 10:48 am the customer delivered 10 iu and the blood glucose level was 540 mg/dl. Since the blood glucose value did not drop, the customer delivered a bolus of 8 iu at 11:28 am. Since the blood glucose values did not decrease, the patient went to hospital with hyperglycemia and ketoacidosis. A nurse realized the insulin cartridge was empty. The customer did not notice that insulin had leaked. He was released from the hospital the same day. The patient uses an insulin pen as back up therapy.